Event description:
Report received of a clave port remaining in the open position after access. The pt was receiving a primary IV solution of lactated ringers. A secondary drip of pitocin was ordered and connected to the primary line via the clave port closest to the pt. Once the secondary line was attached to the clave port, the occlusion alarm started to sound continuously. The secondary line was then removed and blood came out of the clave port. The primary line was then flushed via the clave port, with a saline flush. The primary line reportedly flushed without difficulty. When the syringe was removed from the clave port, again blood came out of the port. The pt had approx 10cc's blood loss total. The primary tubing was changed and the pitocin infusion was initiated without further incident. The pt and baby were not in any distress. No report of adverse pt effect. Additional pt info was requested, but no further info was available.